Event description:
It was reported by the affiliate that the (4) tr45b and the (1) tsb45 were used during a sigmoidectomy procedure. It was reported that the pt had post-operative peritonitis due to a leakage of stercoral fluid in intraperitoneal. The surgeon felt that this was caused by the staple line leakage. A new procedure was performed four (4) days after the original procedure. This info was sent on an international product inquiry form and the ministry of health has asked for info regarding this event. The surgeon noted in the letter addressed to the ministry of health that he stopped using the tsb45 in colorectal procedures and now uses staples with a higher staple leg length more adapted to the rectal tissue.